Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. The symptom was inadvertently noticed after the device was no longer in its as-received condition and therefore could not be assessed. The device was retested and monitored throughout the repair process to ensure accurate upstream occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.